Event description:
Dealer stated the end user is renting the chair to a vet. Apparently the patient rode over a curb breaking the wheels on both sides. The patient then out of need rode the chair on the rims.